Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver continues to reboot. No additional patient or event information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.